Event description:
Dealer alleged that the poppet valve is defective. Per independent repair center statement, the unit has low 02 or yellow light. The key failure was the poppet of the 4-way valve being defective and replaced. Additional malfunction was the zip tie for the sieve beds were replaced.